Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer found the battery cap melted, smoke coming out from the battery compartment due to overheating, pump not turning on. The customer reported damage to the battery compartment or pump case. The customer reported no adverse event. The event involved product(s) mmt-1810. Troubleshooting was partially performed, and the customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1810 was requested, and customer's response was that the device would be returned.

Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Unit passed sleep current measurement, active current measurement, and selftest, no unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unexpected low battery alerts on 02/09/2025 13:53:01 and 01/05/2025 16:44:00. Battery cycle 201.0 received the lowbatteryalert (104) on 02/09/2025 13:53:01 faster than expected at 3.69 days. Battery cycle 192.0 received the lowbatteryalert (104) on 02/05/2025 17:23:00 after more than 7 days at 30.75 days. Battery cycle 190.0 received the lowbatteryalert (104) on 01/05/2025 16:44:00 faster than expected at 5.84 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The p-cap locks properly into the reservoir compartment. The pump was cut open and moisture or physical damage noted during visual inspection on all the electronic assemblies. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), pillowing keypad overlay, stained keypad overlay buttons, cracked keypad overlay button (select), cracked battery tube threads, cracked case at belt clip rail corner, peeling-faded serial number label, and scratched case. Unexpected battery power loss and low battery alerts were confirmed during analysis. Customer experienced an unexpected power loss of less than 7 days, problem isolated to the electronic assemblies. No smoke coming from battery compartment or pump not turning on, or overheating during testing. Battery cap melted is unknown since battery cap was not received with unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.